Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the connection would not allow separation between the infusion set and reservoir. The customer also reported that they were unable to remove all the air bubbles. The customer's blood glucose was unknown at the time of incident. The reservoir will be returned for analysis.